Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation. No additional event or patient info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was returned on the stylet. There were four flared struts in the first row of distal struts. The entire length of the stent implant was smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 9 cm distal to the strain relief tubing. There was a kink to the inner member and outer member 3 mm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was returned. Due to the damage to the stent, the outer diameters of the stent implant could not be taken. The inner diameter of the flared end of the protective sheath was measured with pin gauges. Product performance engineering reviewed the incident info and results of the returned device analysis. It was reported that the stent implant of a vision sds dislodged during the device preparation. Presence of contrast in the inflation lumen and the absence of visible blood consistent with the reported dislodgement of the stent during preparation for use. Factors that can affect stent dislodgement outside the body include, but are not limited to, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates presence of crimp marks on the balloon between the markers, suggesting that the balloon was atleast crimped onto the balloon at the time of manufacturing. The returned protective sheath inner diameter did not meet manufacturing criteria. This may have necessitated additional force during removal of the sheath which may have contributed to the dislodgement of the stent, however, it is expected that there would have still been clearance with the stent presenting little interference. The returned stent on the stylet was noted as being smashed the entire length, in addition to being flared backwards at the first row of the distal end. This damage was likely caused during handling of the stent implant after the dislodgement as it would not have been possible to be mounted on the balloon if the damage were pre-existing. Similarly, the noted kink to the inner and outer member distal to the guide wire exit notch, in addition to the bend in the hypotube distal to the strain relief tubing were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. These damages do not appear to be related to or have contributed to the reported complaint of stent dislodgement. Based on the incident information and results of the returned device analysis, a conclusive root cause for the reported stent dislodgement cannot be determined; however, the undersized protective sheath may have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR considered closed by the product performance group.